Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had alarmed no delivery while customer was attempting to bolus. The customer had changed the infusion set prior to this in the morning. Customer's blood glucose was 271mg/dl. Troubleshooting was performed and the customer was advised to perform a fixed prime while disconnected at the quick release, insulin did not exit and the device alarmed no delivery. Customer was then advised to manually push insulin with a plunger, and insulin did exit. A manual prime was performed on the insulin pump and insulin did exit. The customer was advised the insulin pump was working as designed and the alarm occurred due to an infusion set and reservoir occlusion. Customer continued to have connections issues after troubleshooting and was advised to monitor the device. The reservoir is not returning for analysis.